Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 5502861.

Event description:
Related manufacturer reference number 3006705815-2022-18058. It was reported that the patient did not recharge the ipg as directed, and the ipg became inoperable. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. During the surgical intervention, one of the patient's leads was found to have high impedances. Both leads were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.